Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as itchy. The patient spoke with their provider and was prescribed a cream (type unknown) by the nurse. The patient reports using a cream and an oil. Follow up was completed and the patient reported the skin irritation was improved.